Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain/pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune issues"), cataract ("vision/eye problems type: cataract") and teeth brittle ("dental problems: dental; problems my teeth became very brittle") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tooth disorder (not recovered prior to essure), vaginal discharge (not recovered prior to essure), migraine (not recovered prior to essure), headache (not recovered prior to essure), hair loss (not recovered prior to essure) and intrauterine synechiae. Previously administered products included for an unreported indication: oral contraceptive nos from 2004 to 2005. Concomitant products included levothyroxine since 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced alopecia ("hair loss"). In 2007, the patient was found to have weight increased ("weight gain"). In 2008, the patient experienced vaginal discharge ("vaginal discharge"). In 2009, the patient experienced teeth brittle (seriousness criterion medically significant). In 2010, the patient experienced pain (seriousness criteria medically significant and intervention required), migraine ("migraines/migraines / headaches"), headache ("migraines / headaches"), the first episode of arthralgia ("hip pain") and back pain ("lower back pain/pain in my back"). In 2013, the patient experienced fatigue ("fatigue/severe fatigue"). In 2015, the patient experienced morphoea ("rashes or skin conditions type: morphea"). In 2017, the patient experienced cataract (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), thyroid disorder ("thyroid problems"), the second episode of arthralgia ("knne and joint pain"), abdominal distension ("severely bloated") and loss of libido ("lost sex drive") and was found to have vitamin d decreased ("low vitamin d levels"). The patient was treated with sumatriptan (imitrex), vitamin d nos (vitamin d) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), ablation and root canal, 6 extractions and missing teeth replaced by two partial paltes). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pain, cataract, migraine, morphoea, headache, alopecia, fatigue, vaginal discharge, weight increased, back pain and teeth brittle had not resolved and the genital haemorrhage, autoimmune disorder, depression, anxiety, thyroid disorder, vitamin d decreased, the last episode of arthralgia, abdominal distension and loss of libido outcome was unknown. The reporter considered abdominal distension, alopecia, anxiety, autoimmune disorder, back pain, cataract, depression, fatigue, genital haemorrhage, headache, loss of libido, migraine, morphoea, pain, teeth brittle, thyroid disorder, vaginal discharge, vitamin d decreased, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events per pfs: rashes or skin conditions type: morphea, migraines / headaches, dental problems, hair loss, fatigue, pain, vaginal discharge, vision/eye problems type: cataracts, weight gain, hip pain, back pain, dental problems: my teeth became very brittle, thyroid problems, vitamin d level low, knee and joint pain, severely bloating, lost of sex drive were added, medical history was added, outcome of the events were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pain"), salpingitis ("chronic salpingitis"), genital haemorrhage ("abnormal bleeding"), teeth brittle ("dental problems: dental; problems my teeth became very brittle"), autoimmune disorder ("autoimmune issues") and cataract ("vision/eye problems type: cataract") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included tooth disorder (not recovered prior to essure), vaginal discharge (not recovered prior to essure), migraine (not recovered prior to essure), headache (not recovered prior to essure), hair loss (not recovered prior to essure), intrauterine synechiae, uterine leiomyoma, ovarian cyst (resolution of noted right ovarian cyst), uterine fibroids, dysrhythmias, hypothyroidism, urine odour foul, pollakiuria, hot flashes, vaginal dryness, memory disturbance and libido decreased. Previously administered products included for an unreported indication: oral contraceptive nos from 2004 to 2005 and oral contraceptive. Past adverse reactions to the above products included pulmonary embolism with oral contraceptive. Concurrent conditions included paratubal cyst. Concomitant products included ibuprofen and levothyroxine since 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced alopecia ("hair loss"). In 2007, the patient was found to have weight increased ("weight gain"). In 2008, the patient experienced vaginal discharge ("vaginal discharge"). In 2009, the patient experienced teeth brittle (seriousness criterion medically significant). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), migraine ("migraines/migraines / headaches"), headache ("migraines / headaches"), the first episode of arthralgia ("hip pain") and back pain ("lower back pain/pain in my back"). In 2013, the patient experienced fatigue ("fatigue/severe fatigue"). In 2015, the patient experienced morphoea ("rashes or skin conditions type: morphea"). In 2017, the patient experienced cataract (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), thyroid disorder ("thyroid problems"), the second episode of arthralgia ("knne and joint pain"), abdominal distension ("severely bloated") and loss of libido ("lost sex drive") and was found to have vitamin d decreased ("low vitamin d levels"). The patient was treated with sumatriptan (imitrex), vitamin d nos (vitamin d) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), ablation and root canal, 6 extractions and missing teeth replaced by two partial paltes). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, salpingitis, teeth brittle, cataract, migraine, morphoea, headache, alopecia, fatigue, vaginal discharge, weight increased and back pain had not resolved and the genital haemorrhage, autoimmune disorder, depression, anxiety, thyroid disorder, vitamin d decreased, the last episode of arthralgia, abdominal distension and loss of libido outcome was unknown. The reporter provided no causality assessment for salpingitis with essure (ess205). The reporter considered abdominal distension, alopecia, anxiety, autoimmune disorder, back pain, cataract, depression, fatigue, genital haemorrhage, headache, loss of libido, migraine, morphoea, pelvic pain, teeth brittle, thyroid disorder, vaginal discharge, vitamin d decreased, weight increased, the first episode of arthralgia and the second episode of arthralgia to be related to essure (ess205). The reporter commented: pathology report: endocervix and ectocervix. Portions of secretory endometrium. Portions of leiomyomas. Adenomyosis. Portions of serosa with no diagnostic abnormality. Portions of fallopian tubes with chronic salpingitis and paratubal cyst, benign. Negative for malignancy. The fallopian tube that was attached to the area of the largest fragment has its fimbria adherent to the surface. The essure coils is only present in the proximal 0.5 cm. The opposite fallopian tube does not have discrete fimbriae. The essure coil is not present within the lumen of this fallopian tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Computerised tomogram: on (B)(6) 2017: impression: 8 cm fibroid in uterus centrally. 1.2 cm right ovarian cyst or follicle. Non-visualized left ovary. Ultrasound scan: on (B)(6) 2017: enlarged uterus with an 8 cm fibroid. X-ray gastrointestinal tract: on an unknown date: cholecystectomy clips are seen in the right upper quadrant. There is a nonobstructive bowel gas pattern. No unusual abdominal or pelvic calcifications are seen. Tubal microinserts are again seen in the right side of the pelvis, similar in position compared to the prior study. Levoscoliosis. No acute osseous abnormality is identified. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, arthralgia." Most recent follow-up information incorporated above includes: on 6-dec-2018: reporter information was added. Her historical condition/medication and concurrent conditions were added. Her lab data was added. Per medical record event: chronic salpingitis was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), salpingitis ('chronic salpingitis'), genital haemorrhage ('abnormal bleeding'), teeth brittle ('dental problems: dental; problems my teeth became very brittle'), autoimmune disorder ('autoimmune issues'), cataract ('vision/eye problems type: cataract') and pulmonary infarction ('pulmonary infarction') in a 41-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was done at the time of essure placement". The patient's medical history included tooth disorder (not recovered prior to essure), vaginal discharge (not recovered prior to essure), migraine (not recovered prior to essure), headache (not recovered prior to essure), hair loss (not recovered prior to essure), intrauterine synechiae, uterine leiomyoma, ovarian cyst (resolution of noted right ovarian cyst), uterine fibroids, dysrhythmias, urine odour foul, pollakiuria, hot flashes, vaginal dryness, memory disturbance, libido decreased, granuloma annulare (since age: 15), uterine ablation (12 years ago), intervertebral disc bulging (3 bulging discs in my back) and arthritis (pelvic). She was not diabetic but having issue with low blood sugars. Previously administered products included for an unreported indication: oral contraceptive nos from 2004 to 2005, oral contraceptive, cephalexin and chlora. Past adverse reactions to the above products included hypersensitivity with cephalexin; and pulmonary embolism with oral contraceptive. Concurrent conditions included hypothyroidism and paratubal cyst. Concomitant products included ibuprofen and levothyroxine since 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced alopecia ("hair loss"). In 2007, the patient was found to have weight increased ("weight gain"). In 2008, the patient experienced vaginal discharge ("vaginal discharge"). In 2009, the patient experienced teeth brittle (seriousness criterion medically significant). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), migraine ("migraines/migraines / headaches"), headache ("migraines / headaches"), pain in hip ("hip pain") and back pain ("lower back pain/pain in my back"). In 2013, the patient experienced fatigue ("fatigue/severe fatigue"). In 2015, the patient experienced morphoea ("rashes or skin conditions type: morphea"). In 2016, the patient experienced granuloma annulare ("granuloma annulare/this is on my left shin/red dots"). In 2017, the patient experienced cataract (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), thyroid disorder ("thyroid problems"), knee pain ("knne and joint pain"), abdominal distension ("severely bloated"), loss of libido ("lost sex drive"), rash ("rash on face"), pulmonary infarction (seriousness criteria hospitalization and medically significant), migraine with aura ("optic migraine"), dysuria ("pee like crazy from the pressure on my bladder"), abdominal discomfort ("buzzing across lower abdomen"), amenorrhoea ("no menstrual since essure placement since 12 years ago"), renal pain ("pain in kidney area"), feeling abnormal ("constantly foggy"), abdominal pain lower ("cramping") and sciatica ("constant pain in sciatica area") and was found to have vitamin d decreased ("low vitamin d levels"), blood glucose decreased ("issue with low blood sugars") and fibroma ("uterus was the size of a grape and noite I got fibroid tumors/keeps growing bigger each time"). The patient was hospitalized for 3 days. The patient was treated with levofloxacin (lovenox), sumatriptan (imitrex), vitamin d nos (vitamin d), warfarin sodium (coumadin) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), ablation and root canal, 6 extractions and missing teeth replaced by two partial paltes). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, salpingitis, teeth brittle, cataract, migraine, morphoea, headache, alopecia, fatigue, vaginal discharge, weight increased, pain in hip and back pain had not resolved and the genital haemorrhage, autoimmune disorder, depression, anxiety, thyroid disorder, vitamin d decreased, knee pain, abdominal distension, loss of libido, granuloma annulare, rash, pulmonary infarction, blood glucose decreased, migraine with aura, dysuria, abdominal discomfort, fibroma, amenorrhoea, renal pain, feeling abnormal, abdominal pain lower and sciatica outcome was unknown. The reporter provided no causality assessment for salpingitis with essure (ess205). The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, alopecia, amenorrhoea, anxiety, autoimmune disorder, back pain, blood glucose decreased, cataract, depression, dysuria, fatigue, feeling abnormal, fibroma, genital haemorrhage, granuloma annulare, headache, loss of libido, migraine, migraine with aura, morphoea, pain in hip, pelvic pain, pulmonary infarction, rash, renal pain, sciatica, teeth brittle, thyroid disorder, vaginal discharge, vitamin d decreased, weight increased and knee pain to be related to essure (ess205). The reporter commented: pathology report: endocervix and ectocervix. Portions of secretory endometrium. Portions of leiomyomas. Adenomyosis. Portions of serosa with no diagnostic abnormality. Portions of fallopian tubes with chronic salpingitis and paratubal cyst, benign. Negative for malignancy. The fallopian tube that was attached to the area of the largest fragment has its fimbria adherent to the surface. The essure coils is only present in the proximal 0.5 cm. The opposite fallopian tube does not have discrete fimbriae. The essure coil is not present within the lumen of this fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Computerised tomogram - on (B)(6) 2017: impression: 8 cm fibroid in uterus centrally. 1.2 cm right ovarian cyst or follicle. Non-visualized left ovary.. Ultrasound scan - on (B)(6) 2017: enlarged uterus with an 8 cm fibroid. X-ray gastrointestinal tract - on an unknown date: cholecystectomy clips are seen in the right upper quadrant. There is a nonobstructive bowel gas pattern. No unusual abdominal or pelvic calcifications are seen. Tubal microinserts are again seen in the right side of the pelvis, similar in position compared to the prior study. Levoscoliosis. No acute osseous abnormality is identified.; on an unknown date: all her organs were shoved under her ribs.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, arthralgia." ¿concerning the injuries reported in this case, the following ones were described in patients social media record: granuloma annulare, morphea, back pain, arthralgia, thyroid disorder, pulmonary infarction, migraine, pelvic pain, migraine with aura, headache, fatigue, genital bleeding, abdominal distension, vitamin d deficiency". Most recent follow-up information incorporated above includes: on 1-oct-2019: information received via social media. Following events¿ granuloma annulare/this is on my left shin/red dots, rash on face, pulmonary infarction, issue with low blood sugars, ablation was done at the time of essure placement, optic migraine, pee like crazy from the pressure on my bladder, buzzing across lower abdomen, uterus was the size of a grape and note I got fibroid tumors/keeps growing bigger each time; no menstrual since essure placement since 12 years ago, pain in kidney area, constantly foggy, cramping, constant pain in sciatica area¿ were added. On (B)(6) 2019: no new clinical information. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), salpingitis ('chronic salpingitis'), genital haemorrhage ('abnormal bleeding'), teeth brittle ('dental problems: dental; problems my teeth became very brittle'), pulmonary infarction ('pulmonary infarction'), autoimmune disorder ('autoimmune issues') and cataract ('vision/eye problems type: cataract') in a 41-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was done at the time of essure placement". The patient's medical history included tooth disorder (not recovered prior to essure), vaginal discharge (not recovered prior to essure), migraine (not recovered prior to essure), headache (not recovered prior to essure), hair loss (not recovered prior to essure), intrauterine synechiae, uterine leiomyoma, ovarian cyst (resolution of noted right ovarian cyst), uterine fibroids, dysrhythmias, urine odour foul, pollakiuria, hot flashes, vaginal dryness, memory disturbance, libido decreased, granuloma annulare (since age: 15), uterine ablation (12 years ago), intervertebral disc bulging (3 bulging discs in my back), arthritis (pelvic) and granuloma annulare. She was not diabetic but having issue with low blood sugars. Previously administered products included for an unreported indication: oral contraceptive nos from 2004 to 2005, oral contraceptive, cephalexin and chlora. Past adverse reactions to the above products included hypersensitivity with cephalexin; and pulmonary embolism with oral contraceptive. Concurrent conditions included hypothyroidism and paratubal cyst. Concomitant products included ibuprofen and levothyroxine since 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced alopecia ("hair loss"). In 2007, the patient was found to have weight increased ("weight gain"). In 2008, the patient experienced vaginal discharge ("vaginal discharge"). In 2009, the patient experienced teeth brittle (seriousness criterion medically significant). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), migraine ("migraines/migraines / headaches"), headache ("migraines / headaches"), pain in hip ("hip pain") and back pain ("lower back pain/pain in my back"). In 2013, the patient experienced fatigue ("fatigue/severe fatigue"). In 2015, the patient experienced morphoea ("rashes or skin conditions type: morphea"). In 2016, the patient experienced granuloma annulare ("granuloma annulare/this is on my left shin/red dots"). In 2017, the patient experienced cataract (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pulmonary infarction (seriousness criteria hospitalization and medically significant), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), hypothyroidism ("thyroid problem: hypothyroidism"), vitamin d deficiency ("low vitamin d levels/vitamin d deficiency"), knee pain ("knne and joint pain"), abdominal distension ("severely bloated"), loss of libido ("lost sex drive"), rash ("rash on face"), migraine with aura ("optic migraine"), dysuria ("pee like crazy from the pressure on my bladder"), abdominal discomfort ("buzzing across lower abdomen"), amenorrhoea ("no menstrual since essure placement since 12 years ago"), renal pain ("pain in kidney area"), feeling abnormal ("constantly foggy"), abdominal pain lower ("cramping"), sciatica ("constant pain in sciatica area"), pruritus ("itching"), eczema ("eczema"), dysmenorrhoea ("cramping pain during menstrual flow") and myalgia ("muscle pain") and was found to have blood glucose decreased ("issue with low blood sugars") and fibroma ("uterus was the size of a grape and noite I got fibroid tumors/keeps growing bigger each time"). The patient was hospitalized for 3 days. The patient was treated with levofloxacin (lovenox), sumatriptan (imitrex), vitamin d nos (vitamin d), warfarin sodium (coumadin) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), ablation and root canal, 6 extractions and missing teeth replaced by two partial paltes). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, salpingitis, teeth brittle, cataract, migraine, morphoea, headache, alopecia, fatigue, vaginal discharge, weight increased, pain in hip and back pain had not resolved and the genital haemorrhage, pulmonary infarction, autoimmune disorder, depression, anxiety, hypothyroidism, vitamin d deficiency, knee pain, abdominal distension, loss of libido, granuloma annulare, rash, blood glucose decreased, migraine with aura, dysuria, abdominal discomfort, fibroma, amenorrhoea, renal pain, feeling abnormal, abdominal pain lower, sciatica, pruritus, eczema, dysmenorrhoea and myalgia outcome was unknown. The reporter provided no causality assessment for salpingitis with essure (ess205). The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, alopecia, amenorrhoea, anxiety, autoimmune disorder, back pain, blood glucose decreased, cataract, depression, dysmenorrhoea, dysuria, eczema, fatigue, feeling abnormal, fibroma, genital haemorrhage, granuloma annulare, headache, hypothyroidism, loss of libido, migraine, migraine with aura, morphoea, myalgia, pain in hip, pelvic pain, pruritus, pulmonary infarction, rash, renal pain, sciatica, teeth brittle, vaginal discharge, vitamin d deficiency, weight increased and knee pain to be related to essure (ess205). The reporter commented: pathology report: endocervix and ectocervix. Portions of secretory endometrium. Portions of leiomyomas. Adenomyosis. Portions of serosa with no diagnostic abnormality. Portions of fallopian tubes with chronic salpingitis and paratubal cyst, benign. Negative for malignancy. The fallopian tube that was attached to the area of the largest fragment has its fimbria adherent to the surface. The essure coils is only present in the proximal 0.5 cm. The opposite fallopian tube does not have discrete fimbriae. The essure coil is not present within the lumen of this fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Computerised tomogram - on (B)(6) 2017: impression: 8 cm fibroid in uterus centrally. 1.2 cm right ovarian cyst or follicle. Non-visualized left ovary.. Ultrasound scan - on (B)(6) 2017: enlarged uterus with an 8 cm fibroid. X-ray gastrointestinal tract - on an unknown date: cholecystectomy clips are seen in the right upper quadrant. There is a nonobstructive bowel gas pattern. No unusual abdominal or pelvic calcifications are seen. Tubal microinserts are again seen in the right side of the pelvis, similar in position compared to the prior study. Levoscoliosis. No acute osseous abnormality is identified.; on an unknown date: all her organs were shoved under her ribs.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, arthralgia." ¿concerning the injuries reported in this case, the following ones were described in patients social media record: granuloma annulare, morphea, back pain, arthralgia, thyroid disorder, pulmonary infarction, migraine, pelvic pain, migraine with aura, headache, fatigue, genital bleeding, abdominal distension, vitamin d deficiency". Most recent follow-up information incorporated above includes: on 10-feb-2020: information received via social media. Events ¿itching, eczema, cramping pain during menstrual flow, hypothyroidism (previously reported as thyroid disorder), vitamin d deficiency (previously reported as vitamin d decreased), and muscle pain¿ were added. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), salpingitis ('chronic salpingitis'), genital haemorrhage ('abnormal bleeding'), teeth brittle ('dental problems: dental; problems my teeth became very brittle'), pulmonary infarction ('pulmonary infarction'), autoimmune disorder ('autoimmune issues') and cataract ('vision/eye problems type: cataract') in a 41-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was done at the time of essure placement". The patient's medical history included tooth disorder (not recovered prior to essure), vaginal discharge (not recovered prior to essure), migraine (not recovered prior to essure), headache (not recovered prior to essure), hair loss (not recovered prior to essure), intrauterine synechiae, uterine leiomyoma, ovarian cyst (resolution of noted right ovarian cyst), uterine fibroids, dysrhythmias, urine odour foul, pollakiuria, hot flashes, vaginal dryness, memory disturbance, libido decreased, granuloma annulare (since age: 15), uterine ablation (12 years ago), intervertebral disc bulging (3 bulging discs in my back), arthritis (pelvic) and granuloma annulare. She was not diabetic but having issue with low blood sugars. Previously administered products included for an unreported indication: oral contraceptive nos from 2004 to 2005, oral contraceptive, cephalexin and chlora. Past adverse reactions to the above products included hypersensitivity with cephalexin; and pulmonary embolism with oral contraceptive. Concurrent conditions included hypothyroidism and paratubal cyst. Concomitant products included ibuprofen and levothyroxine since 2005. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced alopecia ("hair loss"). In 2007, the patient was found to have weight increased ("weight gain"). In 2008, the patient experienced vaginal discharge ("vaginal discharge"). In 2009, the patient experienced teeth brittle (seriousness criterion medically significant). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), migraine ("migraines/migraines / headaches"), headache ("migraines / headaches"), pain in hip ("hip pain") and back pain ("lower back pain/ pain in my back"). In 2013, the patient experienced fatigue ("fatigue/severe fatigue"). In 2015, the patient experienced morphoea ("rashes or skin conditions type: morphea"). In 2016, the patient experienced granuloma annulare ("granuloma annulare/this is on my left shin/red dots"). In 2017, the patient experienced cataract (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pulmonary infarction (seriousness criteria hospitalization and medically significant), autoimmune disorder (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), hypothyroidism ("thyroid problem: hypothyroidism"), vitamin d deficiency ("low vitamin d levels/vitamin d deficiency"), knee pain ("knne and joint pain"), abdominal distension ("severely bloated"), loss of libido ("lost sex drive"), rash ("rash on face"), migraine with aura ("optic migraine"), dysuria ("pee like crazy from the pressure on my bladder"), abdominal discomfort ("buzzing across lower abdomen"), amenorrhoea ("no menstrual since essure placement since 12 years ago"), renal pain ("pain in kidney area"), feeling abnormal ("constantly foggy"), abdominal pain lower ("cramping"), sciatica ("constant pain in sciatica area"), pruritus ("itching"), eczema ("eczema"), dysmenorrhoea ("cramping pain during menstrual flow") and myalgia ("muscle pain") and was found to have blood glucose decreased ("issue with low blood sugars") and fibroma ("uterus was the size of a grape and noite I got fibroid tumors/keeps growing bigger each time"). The patient was hospitalized for 3 days. The patient was treated with levofloxacin (lovenox), sumatriptan (imitrex), vitamin d nos (vitamin d), warfarin sodium (coumadin) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), ablation and root canal, 6 extractions and missing teeth replaced by two partial paltes). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, salpingitis, teeth brittle, cataract, migraine, morphoea, headache, alopecia, fatigue, vaginal discharge, weight increased, pain in hip and back pain had not resolved and the genital haemorrhage, pulmonary infarction, autoimmune disorder, depression, anxiety, hypothyroidism, vitamin d deficiency, knee pain, abdominal distension, loss of libido, granuloma annulare, rash, blood glucose decreased, migraine with aura, dysuria, abdominal discomfort, fibroma, amenorrhoea, renal pain, feeling abnormal, abdominal pain lower, sciatica, pruritus, eczema, dysmenorrhoea and myalgia outcome was unknown. The reporter provided no causality assessment for salpingitis with essure (ess205). The reporter considered abdominal discomfort, abdominal distension, abdominal pain lower, alopecia, amenorrhoea, anxiety, autoimmune disorder, back pain, blood glucose decreased, cataract, depression, dysmenorrhoea, dysuria, eczema, fatigue, feeling abnormal, fibroma, genital haemorrhage, granuloma annulare, headache, hypothyroidism, loss of libido, migraine, migraine with aura, morphoea, myalgia, pain in hip, pelvic pain, pruritus, pulmonary infarction, rash, renal pain, sciatica, teeth brittle, vaginal discharge, vitamin d deficiency, weight increased and knee pain to be related to essure (ess205). The reporter commented: pathology report: endocervix and ectocervix. Portions of secretory endometrium. Portions of leiomyomas. Adenomyosis. Portions of serosa with no diagnostic abnormality. Portions of fallopian tubes with chronic salpingitis and paratubal cyst, benign. Negative for malignancy. The fallopian tube that was attached to the area of the largest fragment has its fimbria adherent to the surface. The essure coils is only present in the proximal 0.5 cm. The opposite fallopian tube does not have discrete fimbriae. The essure coil is not present within the lumen of this fallopian tube diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.3 kg/sqm. Computerised tomogram - on (B)(6) 2017: impression: 8 cm fibroid in uterus centrally. 1.2 cm right ovarian cyst or follicle. Non-visualized left ovary. Ultrasound scan - on (B)(6) 2017: enlarged uterus with an 8 cm fibroid. X-ray gastrointestinal tract - on an unknown date: cholecystectomy clips are seen in the right upper quadrant. There is a nonobstructive bowel gas pattern. No unusual abdominal or pelvic calcifications are seen. Tubal microinserts are again seen in the right side of the pelvis, similar in position compared to the prior study. Levoscoliosis. No acute osseous abnormality is identified.; on an unknown date: all her organs were shoved under her ribs.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, arthralgia." ¿concerning the injuries reported in this case, the following ones were described in patients social media record: granuloma annulare, morphea, back pain, arthralgia, thyroid disorder, pulmonary infarction, migraine, pelvic pain, migraine with aura, headache, fatigue, genital bleeding, abdominal distension, vitamin d deficiency". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune issues") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), migraine ("migraines"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pain, genital haemorrhage, autoimmune disorder, migraine, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, genital haemorrhage, migraine and pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.